Event description:
It was reported that there was a pocket revision planned for the day of this report. The patient was having difficulty recharging and could only get 2 bars consistently and it was in an uncomfortable spot. The healthcare provider planned to move the device more lateral and shallower. At the time of this report the patient was alive with no injury. Upon follow-up the pocket was moved up approximately 4 inches and was slightly shallower and lateral. The patient was doing fine and receiving effective therapy. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3487a-56, lot# va0d9av, implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3487a-56, lot# va0nmm1, implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).